Event description:
Boston scientific received information that during routine follow-up, high out-of-range shock lead impedance measurements for the right ventricular (rv) lead was noted in the three configuration. Boston scientific technical services (ts) suggested to perform x-ray. Attempts to obtain additional information were unsuccessful. This right ventricular (rv) lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.